Event description:
It was reported via repair work order that the wheels were breaking down resulting in reduced break force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.